Event description:
It was reported that the battery would not charge and a b0013 error code appeared. The battery was replaced.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the 14v lithium-ion battery being unable to charge was confirmed during testing. The 14v lithium-ion battery, serial number: (B)(6), was returned for analysis in unremarkable condition. The battery¿s fuel gauge was interrogated and indicated that the battery had a moderate charge, and the measured relative state of charge (rsoc) was lower than expected for having 3 leds active on the fuel gauge. Additionally, the led closest to the button would intermittently turn on and off when the fuel gauge button was pressed. Upon being placed into a universal battery charger (ubc), a b0013 error code appeared, indicating an issue with the rsoc line check test. The battery was fully charged and then discharge tested using an electronic load-based battery test system, and the battery exceeded the requirement for discharge time. The battery was tested with a test system controller, 14v battery clip, and a mock circulatory loop, and the battery powered the system without issue. The battery was then milled open to inspect the internal components on the battery¿s main printed circuit board (pcb). Circuit analysis revealed that a d flip-flop integrated circuit (ic) u7 was outputting an incorrect signal, causing one of the transistor gates controlling the rsoc to be open, dropping the rsoc. U7 was replaced; however, the main pcb was inadvertently damaged during this replacement. Due to this inadvertent damage during testing, this component could not be conclusively determined to be the root cause of the issue. The root cause of the reported event was traced to the main pcb; however, further troubleshooting could not be performed. The root cause of the reported battery issue was determined to be due to damage on the main pcb. The testing documentation for the 14v lithium-ion battery, serial number: (B)(6), was reviewed and showed the battery passing all tests. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ address when a 14v battery needs calibration and how to perform calibration. The heartmate 3 lvas IFU (rev. D) section 8 entitled "equipment storage and care" and the heartmate 3 patient handbook (rev. A) section 6 entitled "caring for the equipment" describe how to care for and clean all equipment. The heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.